Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. The device(s) associated with this adverse outcome was/were returned from an unknown source with the manufacture rep in listed. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) and one lead were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately six months post implant of the system five years ago.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with the manufacture rep in listed. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the device and lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. The device(s) associated with this adverse outcome was/were returned from an unknown source with the manufacture rep in listed. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned and no anomalies were found. The device(s) associated with this adverse outcome was/were returned from an unknown source with the manufacture rep in listed. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.